Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (1275.0 mcg/ml at 344.6 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient noticed an increase in muscle spasms. They denied any falls or trauma to the pump. The patient underwent a catheter dye study where the healthcare provider (hcp) was not able to draw off the catheter access port. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. Additional information was received from the company representative who reported that the cause of the inability to aspirate was unknown. The surgical intervention has not been scheduled yet. The catheter remained implanted and in use.

Manufacturer narrative:
Concomitant medical products: product ID 8596, lot# serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 28-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.